Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an arterial bypass application. The procedure was performed in the pt's left upper arm, from the axillary artery to axillary vein. On (B)(6) 2011, an angioplasty was performed at the outflow stenosis.

Manufacturer narrative:
Review of the device manufacturing record history. Review of device manufacturing record history confirmed device met pre-release specifications.